Event description:
Caller states that she tested at 344mg/dl and took 8 units of insulin. She reports testing at 68mg/dl approximately 90 minutes later. She drank juice to elevate her blood glucose. No medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.